Event description:
It was reported that the iab was inserted trans-thoracially without difficulty. The pump began experiencing numerous kinked catheter alarms. Since the alarms continued, the iab was removed and replaced. There were no associated pt complications.